Manufacturer narrative:
(B)(4). It was reported that an airway tube manufactured by another company had been connected to the device. The tube had no inline filter. That was why moisture intruded into the airway pressure line and the airway pressure couldn't be recognized precisely or affected the operation of the pressure valve and the pressure transducer. It was reported that nothing will be returned to the manufacturer for investigation.

Event description:
It was reported that during patient use, the ventilator "respiratory circuit disconnect" error occurred frequently. Another circuit was connected to the device but the alarm didn't stop. The circuit was connected to another device and it didn't generate an alarm. The patient was removed from the ventilator and transferred to another ventilator without any reported harm.